Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue was not duplicated. The voltage on monitor power supplies were readjusted. The system was tested, found to be working as intended and put back into service.

Event description:
It was reported that intermittently the power on the left monitor would go off and on (dims out intermittently). This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.